Manufacturer narrative:
A quality complaint investigation was performed. One unused endotracheal plain tube of i.d mm fitted with colour coded pp connector of corresponding size and tube marked as per unomedical specification and work order # (B)(4). Product was received in an opened preprinted blister pack enclosed in an envelope. The connector was closely examined. It was removed from the tube and the od of the machine end of the connector was measured which was found to be 15.42 mm within the established specification of (B)(4) mm. Connectors passed the jig test using ((B)(4) required method to determine compatibility of the connector against the adaptor of the ventilator)as the fitting was found to be adequately fitted to iso 15 mm jig. Reviewing of the incoming inspection report for the connector used in the work order does not reveal any sign of dimensional failure. The machine end of the connector found to be well within the specification when measured during incoming inspection upon receipt of the raw material. An analysis on the returned samples showed that it met specification. Connector was found to be dimensionally acceptable as per specification and have passed the jig test when mounted to the iso test jig which complies with iso requirement. Therefore, no corrective action has been identified as a result of this analysis. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional pt/event info was requested. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Note: there are four (4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other three (3) cases.

Event description:
It was reported that after successful intubation of the endotracheal tube, the connector on the endotracheal tube did not fit firmly into the connection port of the resuscitation bag allowing the endotracheal tube to easily dislodge from the resuscitation bag during the procedure. The endotracheal tube had to be removed and the pt was reintubated with another endotracheal tube. It was further reported there was no harm to the pt.